Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt reported ins was not holding a charge well. Pt charged twice yesterday and today pt had to charge before they could use therapy again. Pt also said when they used their controller (ptm) to try to turn it on ptm comes up saying 'cannot find the device' even if pt held it over it. Instead pt said they had to go 'into the box' and turn it on. Pt clarified they would go and click on the program and then can turn it on or adjust. Reviewed that means pt was able to connect. Pt said the issue had been going on for probably the last 3 months. Had pt use the controller on the call. Pt was charging their ins. Controller was at 90% and ins was in red stating it was recharging excellent. The green light was flashing. Pt said it usually took about an hour to charge. Pt noted usually it was fast for the charging level to turn green and now it was still in red. Reviewed it appears the controller was working as intended. Instructed pt to keep charging. Reviewed to follow up with hcp regarding charging frequency.no patient symptoms were reported.

Event description:
Additional information was received from the patient. The patient reported the issue was resolved with help from the manufacturer re presentative (rep). The patient added that they were surprised at the difference between the current implant and the other implants the patient has had with respect to the length of time it holds a charge. Their old implants were charged maybe once a week and the current implant is charged at least once a day, sometimes more depending on length of time it is used in a 24 hours period. The patient thought the old devices were better. They lasted longer and took about 3-4 hours to charge. The current ins charges a lot faster.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.